Manufacturer narrative:
The insulin pump was received with an unexpected open book error message after battery installation due to moisture damage at electronic assy. The motor assembly was found with moisture traces. The insulin pump failed leak test. The pump was received with leak at the display window corners. The pump was received with minor scratched lcd window and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.